Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.